Event description:
Technician reported that the foot end brakes were not holding.

Manufacturer narrative:
Technician replaced the rocker arms and the foot end caster and the brakes functioned properly. There were no reported injuries.